Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/18/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve, 10° and an ar-9676 angled reamer, drive shaft fused together during surgery. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9597-10 batch 37622233 was received for evaluation. The device arrived for evaluation with the ar-9676, with the unk batch stuck inside. The visual evaluation revealed heavy scratches and lines in the sleeve collar. Regular signs of wear. Functional testing cannot be performed as the device has the ar-9676 stuck inside the ar-9597-10 batch 3762223. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.

Event description:
Additional information was received on 03/31/2025: this was discovered during a reverse total shoulder procedure on (B)(6) 2025. They opened a backup tray with ar-9597-10 and ar-9672 to complete the case. The case was delayed by one minute, with minimal anesthesia administered to the patient. No adverse effects on the patient were reported.